Event description:
It was reported that the patient's left hip was revised due to trunnion wear. The head and liner were revised to a metal head, adm/ mdm poly insert, and mdm metal liner. Rep confirmed that there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.